Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had ad a broken force sensor was detected during seating or regular delivery. Customer stated that the blood glucose level dropped from 14 mmol/l to 4mmol/l. Customer has treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was alleged insulin pump was over delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that they had performed displacement test and the result was no. The insulin pump will not be returned for analysis.